Event description:
The ventilator was running on internal battery for about 1 hour and shut down few seconds after "low battery alarm" activated. Internal battery had been fully charged prior to use. Please note that there was no pt involvement in the incident.